Manufacturer narrative:
Product analysis of part # 5584111 ; lot # rs12a012 visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has been broken off , consistent with interface during usage. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from manufacturer representative regarding an event happened during use of reported products. It was reported that, the tip of both screwdrivers are broken. The tips broke off intra-op, they are removed from the sterile field. The event was happened on the back table before the surgery started. There were no patient symptoms reported. No further complications reported.